Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant procedure, a small red component was noted inside of the header of the novel implantable cardioverter defibrillator (ICD) indicative of a possible product quality issue. The procedure; however, was completed without issues. The patient was stable.